Event description:
Spinal stimulator placed in 2001, revision in 2003, approximately 4 months ago patient said they went through a metal detector and it shorted the system. The patient then began to have a burning pain along the generator and the cables on the left side. Investigation of the device showed that it appeared to be shorted out.